Event description:
Affiliate reported that the surgeon experienced the same problem twice during the same procedure while inserting the sensor into the parenchima. The resulting value on display was negative. Later, once asked to press 20 or 100 and pressed both, the surgeon realized that the pressure value appeared very slowly on icp monitor. The procedure was carried out and finished by inserting a new third device that properly worked.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.